Manufacturer narrative:
Reporter is a j&j employee. Investigation summary: visual inspection: the depth gauge (p/n 319.006, l/n h363283 was returned and received at us cq. A visual inspection was performed. It was noticed that the needle was completely broken off from the slider and the broken needle was also returned to cq. Device failure/ defect identified? Yes. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Document/specification review: based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed. Depth gauge for 2.0/2, 4mm screws. Complaint confirmed? Yes, the device received is broken. Hence confirming the allegation. Investigation conclusion: the complaint condition is confirmed as the depth gauge (p/n 319.006, l/n h363283) is broken off from the slider. A definitive root cause could not be determined for the reported problem, but there is high possibility that the needle component might have encountered unintended forces. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part # 319.006, synthes lot # h363283, supplier lot # h363283, release to warehouse date: nov 22, 2017, supplier: (B)(6). No ncr's were generated during production. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the depth gauge was found broken while putting set back together. The tip of the depth gauge was broken off. There was no patient involvement. This report is for one (1) depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 1 for (B)(4).